Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device mains had a failure. There is a tear near the input of the cable and as soon as you plug in the power it smokes straight away. There was no allegation of patient death or serious injury.

Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿device mains had a failure. There is a tear near the input of the cable and as soon as you plug in the power it smokes straight away¿. The unit was triaged, and the customer¿s reported condition was confirmed. The potential root causes are the use of an unauthorized power adapter by the user and a possibly defective component. The unit was manufactured in 2005, and a review of the device history record could not be conducted due to the serial number being invalid. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.